Manufacturer narrative:
Initial reporter address: attn receiving (B)(6). The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, device passed upstream occlusion testing, alarming in specified ranges within reasonable times. The device was determined to meet all product specifications related to the reported event. The reported failed to detect upstream occlusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm for an upstream occlusion during therapy. The 'pump beeped infusion complete but there was still volume in the bag'. The device had been set up to infuse 3mcg/kg/min of cisatracurium besilate for "tof" goal 0/4. It was reported that the patient 'maxed ' on medication and was reported to have "tof" goal 4/4 twitches noted. Vtbi (volume to be infused) was edited to 25ml as pump beeped that infusion was complete but unspecified volume was still in the bag. Three hours after vtbi was edited, the pump beeped that infusion was complete but an unspecified amount described as 'large' remained in the bag. The tubing of the bag was inspected were a tight twist, right above the slot where the slide key gets inserted, was observed. This was preventing the medication from running and "paralyzing the patient". The patient was disconnected and it was observed that the medication was not passing through. This resulted in the patient not being at the intended sedation level. No additional information is available.